Manufacturer narrative:
The complaint sample was returned to (B)(4) medical for evaluation and the reported event was confirmed. The returned instrument was fractured at the driver coupling end. There were substantial amount of nicks, dents, and scratches observed on the returned instrument. Surface scratches and can increase wear and risk of corrosion. It is unknown how many surgical procedures this device has experienced. Furthermore, this failure suggests the rupture of the reamer shaft had been caused by the use of a non-adaptable power tool which would suggest misuse of the instrument. Manual surgical instrument have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required. Complaint information was provided by zimmer.

Event description:
Per email received 10-apr-2013 customer reports; during an unknown patient procedure, physician was reaming the acetabulum when the reamer shaft broke. No patient injury or adverse events reported as a result of the incident.